Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized three times due to hypoglycemia. The reported blood glucose reading was 39 mg/dl at the time of the most recent event. Troubleshooting was performed. The insulin pump was programmed and reading the reservoir volume correctly. Nothing further was reported.